Event description:
It was reported that a flo-gard infusion pump had an unspecified failure. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The reported failure was unspecified; however, a downstream occlusion alarm was identified during a review of the event history log. Functional testing was performed and the downstream occlusion sensor was found miscalibrated. The cause of the condition was determined to be the miscalibrated sensors. To correct the condition, the sensors were recalibrated. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.